Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission, 08/05/2015, device evaluation: the device has been returned and evaluated by product analysis on 07/20/2015 with the following findings: a review of the black box history showed that the data from the date of the event has been overwritten due to continued use of the pump. The current black box history showed no evidence of unusual pump reboot events occurring. The returned battery cap contact height was found to be outside of the required specifications. The returned battery cap contact width was found to be within the required specifications. The pump was exercised for 24 hours on a 1u/hr basal rate with no power interruptions occurring. Pump case was removed and no intermittent conditions could be found to the power circuit.